Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to press. Customer stated that the insulin pump had unexplained no delivery alarms. Insulin pump back light had began to dim. Insulin pump was making a lot more noise when rewinding. Insulin pump battery life was diminished. Insulin pump did not always take blood glucose calibration. No harm requiring medical intervention was reported. The device will not be returned for analysis.